Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker downloaded the electronic records from the customer¿s device and was able to confirm that the device experienced inappropriate loss of power. The battery pins were worn but not excessively. Internal inspection found all 4 kepnuts to be loose. Stryker tightened all kepnuts to proper torque specification. The battery pins were replaced as a precaution. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker determined that the cause of the reported issue was due to loose kepnuts on the battery terminals.

Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.